Event description:
It was reported to philips that the system could not save images. The device was in clinical use at the time of the reported event. No harm was reported to philips.

Manufacturer narrative:
It was reported to philips that the system could not save images initially and a format has resolved the issue and the procedure was completed as planned. The device was in clinical use at the time of the reported event. No harm was reported to philips. This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported that the system could not save images initially and a format has resolved the issue and the procedure was completed as planned. This issue would not be likely to cause or contribute to a death or serious injury if this were to recur. Based on the available information, this issue has been determined not to be a reportable event. This case was downgraded to non-reportable because the system format has resolved the issue. The reporting institution name and the reporting address line 1 have been updated.